Event description:
In 2001, a patient presented to the hospital to have diagnostic heart catheterization and carotid stenting. Both groins were punctured and successfully closed with 2 closer s 6 fr devices. The pt was given 1 gram of ancef during the heart cath. Thirteen days later, patient presented to the ER with right groin pain and swelling. The patient was subsequently admitted. Vascular surgery performed a patch graft procedure and placed patient on vancomycin after blood and wound cultures tested positive for mrsa. It was discovered that the pt had been undergoing treatment for a yeast and fungal infection of the inguinal area and was being treated with lotrimin cream 1%.